Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain chronic pelvic pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("persistent bleeding") in a 28-year-old female patient (gravida 3, para 2) who had essure (batch no. 871975) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone an essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 2 (on (B)(6) 2011 and (B)(6) 2013.), cesarean section, premature rupture of membranes, postpartum depression, seizures, uti, tachycardia, epilepsy, bipolar affective disorder, motor vehicle accident in 2012, knee operation, infection mrsa, post spinal headache, depression and tension headache. Previously administered products included for an unreported indication: motrin, percocet, bactrim, penicillin, sulfa, iodine, morphine and levaquin. Past adverse reactions to the above products included anaphylactic reaction with bactrim; pruritus with morphine; rash with iodine and penicillin; and urticaria with levaquin and sulfa. Concurrent conditions included social alcohol drinker, smoker (tobacco-1 packet per day), marijuana use, latex allergy and drug hypersensitivity (levofloxacin. Magrobid, nitrofurantoin monohydric macro), pcn [penicillin, rocephin, ceftriaxone sodium in dextrose), sulfa antibiotics, hydrocodone ,vancomycin, adhesive tape, doxycycline, haldol [haloperidol), seroquel [quetiapine fumarate].). Family history included breast cancer (maternal grandmother, mother), congestive heart failure (maternal grandmother), heart disease, unspecified (mother, father), depression (mother, father) and mental disorder (mother, father). Concomitant products included ibuprofen (motrin) and oxycodone (percocet) for pain as well as anesthetics, general (general anesthesia) and topiramate (topamax) since 2010. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 2 years after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("extreme abdominal pain/constant abdomen pain"), abdominal pain lower ("cramping"), allergy to metals ("allergic reaction to nickel/nickel allergy"), dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("severe menstrual cramps"), menorrhagia ("increased menstrual flow/abnormal bleeding (vaginal, menorrhagia),"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), nausea ("nausea"), malaise ("malaise") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysteroscopy and bilateral salpingectomy with removal of essure device) and surgery (d&c was performed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, genital haemorrhage, abdominal pain, abdominal pain lower, allergy to metals, dyspareunia, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, nausea, malaise and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, malaise, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not claim essure worsened a previously existing injury/condition. She had no complications or problems that occurred at the time of your essure placement procedure. A discrepancy noted was noted as per pfs, she is currently planning for essure removal and as per mr, essure was removed-the fallopian tube was then transected with monopolar cautery with a hook and micro-insert essure was easily pulled out from the corner region that was going into the endometrial cavity. The same procedure was repeated on the other side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: chronic pelvic pain (laparoscopic bilateral salpingectomy with removal of essure was performed). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain chronic pelvic pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("persistent bleeding") in a 28-year-old female patient (gravida 3, para 2) who had essure (batch no. 871975) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone an essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 2 (on (B)(6) 2011 and (B)(6) 2013.), cesarean section, premature rupture of membranes, postpartum depression, seizures, uti, tachycardia, epilepsy, bipolar affective disorder, motor vehicle accident in 2012, knee operation, infection mrsa, post spinal headache, depression and tension headache. Previously administered products included for an unreported indication: motrin, percocet, bactrim, penicillin, sulfa, iodine, morphine and levaquin. Past adverse reactions to the above products included anaphylactic reaction with bactrim; pruritus with morphine; rash with iodine and penicillin; and urticaria with levaquin and sulfa. Concurrent conditions included social alcohol drinker, smoker (tobacco-1 packet per day), marijuana use, latex allergy and drug hypersensitivity (levofloxacin. Magrobid, nitrofurantoin monohyd macro), pcn [penicillin, rocephin, ceftriaxone sodium in dextrose), sulfa antibiotics, hydrocodone ,vancomycin, adhesive tape, doxycycline, haldol [haloperidol), seroquel [quetiapine fumarate].). Family history included breast cancer (maternal grandmother, mother), congestive heart failure (maternal grandmother), heart disease, unspecified (mother, father), depression (mother, father) and mental disorder (mother, father). Concomitant products included ibuprofen (motrin) and oxycocet (percocet) for pain as well as anesthetics, general (general anesthesia) and topiramate (topamax) since 2010. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 2 years after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("extreme abdominal pain/constant abdomen pain"), abdominal pain lower ("cramping"), allergy to metals ("allergic reaction to nickel/nickel allergy"), dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("severe menstrual cramps"), menorrhagia ("increased menstrual flow/abnormal bleeding (vaginal, menorrhagia),"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), nausea ("nausea"), malaise ("malaise") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysteroscopy and bilateral salpingectomy with removal of essure device) and surgery (d&c was performed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, genital haemorrhage, abdominal pain, abdominal pain lower, allergy to metals, dyspareunia, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, nausea, malaise and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, malaise, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not claim essure worsened a previously existing injury/condition. She had no complications or problems that occurred at the time of your essure placement procedure. A discrepancy noted was noted as per pfs, she is currently planning for essure removal and as per mr, essure was removed-the fallopian tube was then transected with monopolar cautery with a hook and micro-insert essure was easily pulled out from the corner region that was going into the endometrial cavity. The same procedure was repeated on the other side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: chronic pelvic pain (laparoscopic bilateral salpingectomy with removal of essure was performed). Most recent follow-up information incorporated above includes: on 19-apr-2018: pfs received. Essure lot number was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain chronic pelvic pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("persistent bleeding") in a (B)(6) year-old female patient (gravida 3, para 2) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone an essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 2 (on (B)(6) 2011 and (B)(6) 2013.), cesarean section, premature rupture of membranes, postpartum depression, seizures, uti, tachycardia, epilepsy, bipolar affective disorder, motor vehicle accident in 2012, knee operation, infection mrsa, post spinal headache, depression and tension headache. Previously administered products included for an unreported indication: motrin, percocet, bactrim, penicillin, sulfa, iodine, morphine and levaquin. Past adverse reactions to the above products included anaphylactic reaction with bactrim; pruritus with morphine; rash with iodine and penicillin; and urticaria with levaquin and sulfa. Concurrent conditions included social alcohol drinker, smoker (tobacco-1 packet per day), marijuana use, latex allergy and drug hypersensitivity (levofloxacin. Magrobid, nitrofurantoin monohyd macro), pcn [penicillin, rocephin, ceftriaxone sodium in dextrose), sulfa antibiotics, hydrocodone ,vancomycin, adhesive tape, doxycycline, haldol [haloperidol), seroquel [quetiapine fumarate].). Family history included breast cancer (maternal grandmother, mother), congestive heart failure (maternal grandmother), heart disease, unspecified (mother, father), depression (mother, father) and mental disorder (mother, father). Concomitant products included ibuprofen (motrin) and oxycocet (percocet) for pain as well as anesthetics, general (general anesthesia) and topiramate (topamax) since 2010. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 2 years after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("extreme abdominal pain/constant abdomen pain"), abdominal pain lower ("cramping"), allergy to metals ("allergic reaction to nickel/nickel allergy"), dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("severe menstrual cramps"), menorrhagia ("increased menstrual flow"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), nausea ("nausea"), malaise ("malaise") and vaginal haemorrhage ("abnormal bleeding vaginal"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysteroscopy and bilateral salpingectomy with removal of essure device) and surgery (d&c was performed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, genital haemorrhage, abdominal pain, abdominal pain lower, allergy to metals, dyspareunia, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, nausea, malaise and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, malaise, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not claim essure worsened a previously existing injury/condition. She had no complications or problems that occurred at the time of your essure placement procedure. A discrepancy noted was noted as per pfs, she is currently planning for essure removal and as per mr, essure was removed-the fallopian tube was then transected with monopolar cautery with a hook and micro-insert essure was easily pulled out from the corner region that was going into the endometrial cavity. The same procedure was repeated on the other side diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: chronic pelvic pain (laparoscopic bilateral salpingectomy with removal of essure was performed). Most recent follow-up information incorporated above includes: on 2-feb-2018: plaintiff fact sheet and medical records received, reporters were added. Patient demographic information, relevant history, product indication, concomitant products were added. Events added per pfs: abnormal bleeding vaginal. Events updated: pain/pain chronic pelvic pain, extreme abdominal pain/constant abdomen pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("extreme abdominal pain"), abdominal pain lower ("cramping"), allergy to metals ("allergic reaction to nickel"), dyspareunia ("dyspareunia"), dysmenorrhoea ("severe menstrual cramps"), menorrhagia ("increased menstrual flow"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), nausea ("nausea") and malaise ("malaise"). The patient was treated with surgery (hysteroscopy and bilateral salpingectomy with removal of essure device) and surgery (d&c was performed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, genital haemorrhage, abdominal pain, abdominal pain lower, allergy to metals, dyspareunia, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, nausea and malaise outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, malaise, menorrhagia, nausea, pelvic pain, vaginal discharge and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: reporter information, indication,product start date and stop date were added. Events extreme abdominal pain and cramping, allergic reaction to nickel, dyspareunia, severe menstrual cramps, increased menstrual flow, vaginal discharge and vaginal infection, nausea, malaise, and ectopic pregnancy were added. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.